Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. It is our intention to report conservatively when information is not available; therefore, this event will be captured as restenosis. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are risk factors present in the medical history that may have contributed to this event. No corrective or preventive action will be taken at this time because there has been no specific root cause identified that can be attributed to either the product design, raw materials used or the product's manufacturing process.

Manufacturer narrative:
A clinical investigation ois ongoing. The exact date of the vent is not known; however, it occurred during (B)(6) 2010. Aspirin, plavix, lopressor, lipitor, metformin, zetia. The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.

Event description:
A cypher stent patient called requesting medical information and additionally reported an adverse event. Patient had a cypher stent placed in lad for an unknown reason. Six years later, the patient experienced an unknown event requiring hospitalization. Treatment reported was a cardiac catheterization, and the patient reported that her stent was "plugged up." She was discharged from the hospital "after four days." Physician referred patient to another facility for the placement of another stent. Event has not resolved.